Event description:
A customer reported to beckman coulter, inc. (Bec) that there was a leak from the cap piercer on the unicel dxc 800 pro synchron clinical system. The leak was contained within the instrument. The customer was wearing a lab coat, gloves, and eye protection when troubleshooting. Msds was not reviewed, but the facility has an exposure control plan. No injuries were sustained by any laboratory personnel and no erroneous patient results were generated. Field service engineer visited the customer on the day of the event. The engineer identified low vacuum and bypassed line 180. Once bypassed, the line provided adequate vacuum. The engineer removed and replaced line 180. The repair was verified per established procedures and the results met published performance specifications.

Manufacturer narrative:
(B)(4).